Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included stressing with a known good test battery and ac power. Device powered on with ac power only, battery power only, and ac and battery power. The device powered on through numerous power on and power off cycles without duplicating the customer's report. An internal inspection found no discrepancies. The power-related accessories were not returned for evaluation. The device was recertified and returned to the customer.no trend is associated with reports of this type.